Event description:
It was reported the catheter had a handle leak.

Manufacturer narrative:
We are awaiting device return. When our evaluation has been completed a followup report will be submitted. Date report submitted to FDA by manufacturer: 10/12/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.